Event description:
As reported by the rep: "mics handpiece pin fell out, unable to lock the mics in desired angle." Application: mako tka 2.0.

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results -product evaluation and results: device was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: pivot mechanism - latch cam pin loose, motor output coupling - loose screws, and failed ground bond test 1. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
As reported by the rep: "mics handpiece pin fell out, unable to lock the mics in desired angle.". Application: mako tka 2.0.